Event description:
It was reported by the aci sales professional that a female patient underwent an interventional peripheral procedure on (B)(6) 2013. Access was obtained at the right common femoral artery above the inferior epigastric via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 5mm. Peri-procedure, the patient was anti-coagulated with heparin. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the device was deployed per the IFU and hemostasis was achieved. The patient was transferred to post care where hypotension was noted. The patient was brought back to the lab and an angiogram was performed revealing extravasation at the access site. A covered stent was placed at the access site to resolve the extravasation. The patient was ambulated and discharged to home on (B)(6) 2013 with no clinical sequela noted.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.